Manufacturer narrative:
The user guide states: your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is preset to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. During troubleshooting with tandem technical support, an unexpected shutdown, and unexpected reset were confirmed to be seen in the pump's history. Additionally, the customer received an auto-off alarm. There was no reported impact to the customer's blood glucose level. Customer confirmed that there had been no interaction with the pump for an extended period. Tandem technical support educated the customer on the pump's auto-off safety feature per user guide and advised the customer to consult with healthcare provider.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery not charging issue was verified; however, based on the analysis, the alleged unexpected reset, and unexpected shutdown issue could not be verified.